Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient's scs ipg was not communicating with the patient controller (pc) nor the clinician programmer (cp). The sjm representative observed during troubleshooting the pc displays "generator unavailable" message repeatedly. Troubleshooting was unable to provide resolution. Follow up identified the patient's ipg was explanted and replaced. Stimulation therapy was reportedly restored postoperatively.